Event description:
It was reported that during a pta treatment procedure, the equalizer balloon ruptured and a piece of the balloon material is thought to be retained in the patient's body. The physician was performing 'touch up ballooning' of an endovascular stent/graft involving the abdominal aorta and iliac arteries. The patient experienced no untoward symptoms during this event and his status was reported as 'good' after treatment. He will have a follow-up CT scan since the location of the detached portion of balloon is not known. Should further relevant information become available, a supplemental medwatch report will be filed.